Event description:
It was reported that this right atrial (ra) lead exhibited low intrinsic amplitude and possible oversensing crosstalk due to lead dislodgement which was confirmed via anterior posterior or lateral chest x ray. This ra lead remains in service. No adverse patient effects were reported.